Event description:
It was reported that "dr. Was drilling pilot hole for screws. The drill bit broke. A kwik out was used to retrieve the broken piece from the proximal tibia. He had to pull the implanted baseplate out and the hole was over reamed."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.